Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: after injecting into the lower y site and removing the syringe, it was noted that there was IV fluid coming out of the valve. The infusion had no leaks; however, during administration via syringe of vincristine and adriamycin, the second syringe of adriamycin leaked at the upper y-site. Patient had a small amount of adriamycin contact his skin; however, it was wiped, the set was changed and treatment was completed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.